Manufacturer narrative:
Section b5 in previous report was incomplete and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in airpath related to a bipap device's sound abatement foam. Patient has alleged to experience difficulty breathing, shortness of breath, nasal throat irritation or soreness, and headaches. Also been feeling dizzy and lightheaded. Patient also stated that device has been giving her a bloody nose and really bad headaches. It was also alleged that the device has strange odor/smoke/electricalodor. There was no medical intervention reported by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Fine white contamination found within the blower box, on top of the blower. Investigation can confirm the presence of contamination throughout the airpath and found no evidence of sound abatement foam degradation or breakdown.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.